Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found the proximal insulation abraded as a result of friction to the device can. The noise problem may occur if the metal of the outer coil comes in contact with the implantable cardioverter defibrillator can.

Event description:
It was reported that the lead exhibited noise and was replaced.